Event description:
It was reported that the patient stated he charged more than expected. The patient¿s pain started getting worse 6 months ago so he started to use the stimulator again. It seemed as if his stimulator did not hold a charge. The patient stated he charged it and used it for a little while. He then turned it off and it would go dead. The patient had to charge it and when he turned it on, it would go dead. The patient stated he charged to nearly full, but the last time he charged to nearly full was a month ago. The patient was advised to charge more often and keep the level between ½ and full. The patient was advised that the recharge interval did not seem to be appropriate. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).